Event description:
The pt was revised because the cup spun out of the acetabulum. Update: (B)(6) 2011 - litigation papers were received. The litigation papers allege the pt was injured by excessive levels of chromium and cobalt until after the date she has her blood drawn and she was advised of the results of said blood-work.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.